Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high defibrillation impedance. It was also suspected that the lead had fractured. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that the lead was capped on (B)(6) 2025, due to fracture and replaced with new lead. There were no patient consequences.